Event description:
The event is reported as: complaint alleges that the large port on the filter was noticed to be occluded during use on a pt. Complaint states that after the pt was intubated; the staff had problems trying to ventilate the pt and when checked; the filter was noticed to be occluded. The filter was changed and no further issues occurred. Pt current condition is unk.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.